Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s mother) reported that her son¿s adc blood glucose meter would not turn on with the button or test strip insertion. As a result, the customer was unable to test his blood glucose and on (B)(6) 2017 at 3:00 pm he ¿passed out¿, experiencing a loss of consciousness. His mother called an ambulance and the customer was taken to a hospital. The caller reported a blood glucose test result of ¿more than 500 mg/dl¿ was obtained at the hospital at 5:00 pm. The customer was diagnosed with hyperglycemia and treated with an insulin injection. He was observed through the night and discharged at 8:00 am on (B)(6) 2017. There is no report of death or permanent injury associated with this event.